Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the force sensor was found to be out of calibration. Contamination was observed on the force sensor assembly. During evaluation the pump was exercised and no loss of cartridge detection occurred. Unrelated to the event the battery compartment was found to be cracked and the display was found to be dim and pink.